Event description:
After radiofrequency thermal ablation of the soft palate, pt developed a small mucosal erosion that progressed to a fistula. No med or surgical intervention required. Fistula expected to heal with time. No complications have been reported related to this event.